Manufacturer narrative:
Date of event was approximated to june 3, 2008 (implant date) as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The device was implanted at (B)(6) hospital in (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a procedure performed on (B)(6) 2008. The procedure was completed without complications. As per reported by the patient's attorney, after the procedure, the patient claims that she has experienced significant mental and physical pain and suffering, has sustained permanent injuries, permanent and substantial physical deformity, has undergone and likely will undergo corrective surgery or surgeries. Boston scientific has been unable to obtain additional information regarding the event to date.